Event description:
It was reported that this chronic atrial lead became fractured. At the time of the pacemaker revision procedure, the decision was made to explant the device and a competitor's model was successfully implanted. No adverse pt effects were noted. The device was actively implanted for approximately 11 years, 4 months.

Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced, oscor is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to march 2007. The manufacturer does no have possession of the lead. Without a subsequent analysis of the subject lead, the manufacturer is unable to fully evaluate the reported event. No allegation our lead failed to meet its performance specifications or caused or contributed to the reported event. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The manufacturer attempted to obtain the lead by contacting the sale representative (on 2/14/07 and 2/21/07) but was not successful. Should add'l info become available the event will be reopened.